Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On the same day as the onset, the patient was hospitalized for the event of peritonitis. On the same day, the patient began treatment with injection meropenem (1 gram, once daily intraperitoneally), injection vancomycin (1 gram, once in 5 days intraperitoneally), injection amikacin (150 milligram once daily; intraperitoneally) and injection heparin (2000 iu, intraperitoneally; frequency not reported) for the peritonitis. Two days later, the patient was discharged from the hospital, pd effluent was clear and treatment was ongoing. At the time of this report, the patient was recovered from the peritonitis event. Extraneal therapy was ongoing. No additional information is available.